Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range impedance measurements and low amplitude during a routine device check. The lead was explanted and a new lead successfully implanted. There were no additional adverse patient effects.

Manufacturer narrative:
This device will be returned for analysis. This investigation will be updated should further information become available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 128mm from the terminal pin, 2 segments were returned, total length = 573mm with the conductor coils extending beyond the severed end of the tip segment insulation. Analysis found calcification had built up on the lead's mesh tip creating a non-conductive barrier between the lead tip and the patient's heart tissue, thereby gradually increasing the impedance seen by the device over time. Prior testing has shown that as the calcified material is removed here in the lab, the impedance drops. A printout from the device this lead was implanted with shows a gradual rise in impedance over the past year, from approximately 790 ohms to 2324 ohms. Analysis also found an abrasion in the trilumen insulation through to the distal high voltage lumen 70-85mm from the tip, it also extends down onto the polytetrafluoroethylene on the proximal end of the distal spring. Due to the type of abrasion it appears it was most likely caused by lead on lead contact within the heart area. The distal high voltage polytetrafluoroethylene on the cable appears intact. All other damage appears to have been induced, most likely at the explant procedure. Analysis was able to confirm the clinical observation of increased impedances due to the calcification build up on the lead's mesh tip which created a non-conductive barrier between the lead tip and the patient's heart tissue.